Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24hours. The patient was admitted to the emergency room on (B)(6) 2023. The patient received 2 antibiotics while at the emergency room and was released the same day. The patient then went to see their endocrinologist on (B)(6)2023 and they had their infection lanced, debrided, and cultured. On follow up with the endocrinologist the patient reported that their infection had been diagnosed as a staph infection. The patient was prescribed a different antibiotic after this. The patient did not recall which antibiotics they received. The pod was removed before seeking medical treatment.

Manufacturer narrative:
Updated fields: d1 - brand name: omnipod 5 pod has been updated to omnipod dash insulin management system. D2a - common device name: alternate controller enabled insulin infusion pump has been updated to pump, infusion, insulin. D2b - procode: qfg has been updated to lzg. D4 - model # : pt-000435 has been updated to 18325. D4 - catalog #: pod-ble-h1-520 has been updated to ble-p1-525. D4 - serial #: has been updated to (B)(6). D4 - unique identifier (UDI) #: (B)(4) has been updated to (B)(4). G4 - PMA/510(k) #: k203768 has been updated to k211575.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24hours. The patient was admitted to the emergency room on (B)(6) 2023. The patient received 2 antibiotics while at the emergency room and was released the same day. The patient then went to see their endocrinologist on (B)(6)2023 and they had their infection lanced, debrided, and cultured. On follow up with the endocrinologist the patient reported that their infection had been diagnosed as a staph infection. The patient was prescribed a different antibiotic after this. The patient did not recall which antibiotics they received. The pod was removed before seeking medical treatment.